Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Caller working with pt who indicates theiramplitude values were set to 0 unexpectedly. Caller sent tss some images of pt's latest programming report from (B)(6)2023 and an image of what was seeing on their remote screen. Caller then conferenced pt onto call. Pt also indicating their screen has changed to have some unexpected icons on it (a in upper left corner and icon of person standing by her amplitude setting). Pt notes this occurred when they were going to be having an MRI but pt hadn't put their ins into MRI mode yet. Tss reviewed that pt had activated adaptivestim (as) and there was some confusion about whether pt used this feature or not but this explains why pt's stim values were getting changed to 0 as the session report reflected that some as values were set to 0. This resolved once the pt had inactivated as then there were values showing that were typical of the amplitudes she used for stimulation. However, pt mentioned they had not accidentally activated MRI mode. Tss was unable to explain how this happened either unless the pt had indeed activated as unknowingly. Pt was getting therapy again at the end of the call. Issue resolved. The reason for call was caller stated they were on their way to have an MRI but saw a strange symbol on the programmer that they have never seen before so they rescheduled the MRI for another time. Caller in the place where they normally see the "staircase" icon they saw what looked like a plug of a headphone and a 0.0 and it wouldn't let them adjust the numbers. Agent asked caller if they were possibly seeing the poor communication icon and caller stated no. Caller stated now they are seeing a person lying down and cant get stimulation to turn on. As they were talking and describing the screens, caller stated now it is working correctly and confirmed that the adaptive stim is on how it should be. Caller stated they wanted to feel stim first before entering the MRI mode and couldn't get it to the normal screen. Caller stated now it seems to be working just fine since they walked outside. Caller stated they think they were too close to medical equipment/MRI machine when they were in the building trying to use the equipment. Agent walked caller through entering and exiting MRI mode and turning therapy back on and caller had no issues. Equipment is working as designed. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
It was reported the exact reason for return to normal function was not conclusively determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.